Event description:
Customer reported that the reservoir compartment on the insulin pump is broken. Customer stated that part of the reservoir is exposed; black material broke completely off. Customer was getting changed and she heard a noise; her clothing was caught on the piece that was breaking off. Blood glucose value was initially around 200 mg/dl then it was 103 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with a cracked battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.